Event description:
It was reported that the cadd pump displayed the error message attached but not locked when turning the key. This error condition triggers a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. There was no reported patient involvement, but no injury.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6)investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.